Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
String broke and it was stuck for a while- vagina [foreign body in reproductive tract] string broke [device breakage] string broke and it was stuck for a while! I couldn¿t get it out [complication of device removal] case narrative: consumer reported via social media that the tampon string broke and it became stuck. No serious injury was reported.